Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, fracture of the modular neck while the patient was playing golf causing pain and loss of mobility. Corrosion of the oblong taper of the profemur® plus cocr modular neck where it seated in the pocket of the stem. Non revised products: product ID: 73003658 lineage® ceramic liner 36mm x 58-62mm group 3/ lot no.: 0311325558/ qty: 1 product ID: 36450058 lineage® acetabular shell 58mm solid hemi flare std group 3/ lot no.: 097460688/ qty: 1